Event description:
It was reported that during the procedure in the heavily tortuous and moderately calcified left anterior descending artery for treatment of a 99% stenosis, pre-dilatation was performed and a 2.5x33 rx xience prime stent delivery system was advanced to the target lesion via radial access. The sds could not cross the lesion; therefore, another unsuccessful attempt was made to advance via femoral approach. The sds was withdrawn from the anatomy and the distal stent struts were observed to be flared but the stent was confirmed to be mounted on the balloon. Some force was applied to the sds during the attempts to cross. The target lesion was successfully treated using a non-abbott stent. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the guide wire exit notch was torn distally.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sionblue,flexi-wire, ironman; guide cath: launcher7f ebu3.5. (B)(4) - re-insertion, against resistance. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed and the guide wire exit notch was torn distally. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged and/or dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit.